Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the sample was received with a sliced at the bottom left where the customer had drained the contents. A functional test was performed and leakage was observed from the spike port cap. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from around the middle port. This event occurred before patient use of the device. There was no patient involvement. No additional information is available.